Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2008 the patient reported that he changed his infusion site and attempted to bolus and he received an e4 (occlusion) error on his infusion device. To troubleshoot the patient was instructed to disconnect from his infusion site and to prime. He was able to do so without error. He removed his infusion site and stated that the cannula was kinked. The patient inserted a new infusion site and was able to complete the bolus without error. No physiological effects were reported. The patient was sent an infusion set insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.